Event description:
Information was received that reported a patient was hospitalized in early 2009 due to an incident of hyperglycemia. The reporter states her blood glucose was "running high all week" and was supplementing her pump with insulin injections. The same day, the patient's blood glucose was >500mg/dl and she was very tired. She went to the hospital and was treated with IV fluids and insulin. Upon admission, she was diagnosed in diabetic ketoacidosis. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon visual examination, the pump was found to have physical damage. The device was found to have 1/2 inch chips of material that had been broken away and numerous other cracks. This damage did result in the device's inability to operate properly. In this state, the device would go into an alarm condition to alert the user of an issue. We were unable to determined when or how the device became damaged.